Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine device check. The atial lead exhibited noise, the noise was reproducible through isometrics (crossing arm over chest), there were no other the patient would continue to be monitored.